Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in a routine operation, the suture broke and the wound was breached. The wound was sutured again using a different suture and was without injury.